Event description:
Event description guidant received information that the patient with this pacemaker had experienced symptoms of a myocardial infarction (mi) on two separate occasions. Testing performed during the hospital stay was unremarkable. The patient's family member is convinced that the patient's device is causing the patient's symptoms of chest pain. The patient's device is included in the advisory population.